Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. The pump was reset, and the customer continued to use the pump for insulin therapy. Additionally, it was reported that out of range issues occurred between the transmitter and pump. Tandem technical support unable to gather further information as customer declined to troubleshoot. There was no reported adverse impact to the customer.